Manufacturer narrative:
Medical device lot #: 54085892 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) produced a molecular false positive result for gram negative bacteria on the genmark bcid eplex gp test. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: genmark reported out numerous false positive bactec bottles that their bcid eplex gp test resulted as gram negative but no gram negative grew in culture. Patient #2: bottle lot number: none available. Please provide the date this patient was tested on the bcid eplex gp: (B)(6) 2021. Was eplex result dual positive? Yes. Bcid eplex-gp- staphylococcus, staphylococcus epidermidis, meca and pan-gn time to positivity? Information unavailable. Was any organism seen on the gram stain for this bottle? Information unavailable. Was the bottle plated to media? If so what type? Information unavailable. Did any organism grow in culture? S. Epidermidis. No gram negative growth. You state for this patient the organism was not reported out, correct? Customer did not provide. They just provided that no adverse events were reported. Can you provide the serial number of the bactec the bottle was in when it went positive? The rack? The drawer? Customer unable to provide.

Event description:
It was reported that bd bactec¿ plus anaerobic/f culture vials (plastic) produced a molecular false positive result for gram negative bacteria on the genmark bcid eplex gp test. Confirmatory testing was performed and the result was negative. There was no report of patient impact. The following information was provided by the initial reporter: genmark reported out numerous false positive bactec bottles that their bcid eplex gp test resulted as gram negative but no gram negative grew in culture. Patient #2 bottle lot number: none available please provide the date this patient was tested on the bcid eplex gp: oct/09/2021 was eplex result dual positive? Yes. Bcid eplex-gp- staphylococcus, staphylococcus epidermidis, meca and pan-gn time to positivity? Information unavailable was any organism seen on the gram stain for this bottle? Information unavailable was the bottle plated to media? If so what type? Information unavailable did any organism grow in culture? S. Epidermidis. No gram negative growth you state for this patient the organism was not reported out, correct? Customer did not provide. They just provided that no adverse events were reported. Can you provide the serial number of the bactec the bottle was in when it went positive? The rack? The drawer? Customer unable to provide.

Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using genmark bcid eplex. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaints for catalog reported have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.